Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a esophagogastroduodenoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device was inspected prior to use. At that time the account did notice that the needle was slightly bent and continued to use the device. The device was passed down the scope and as the forceps were opened within the patient the needle detached. The physician left the needle inside the patient to pass naturally. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent out of the clevis. The needle was not detached. Additionally, no abnormalities were noted with the device riveting and welding. Functionally, the device jaws would open and close normally considering the bent needle tail. The condition of the returned incident device was not consistent with the complaint; needle detached. However, the evaluation found that the needle tail was bent. Reportedly, the correct device was returned for evaluation. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a esophagogastroduodenoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device was inspected prior to use. At that time the account did notice that the needle was slightly bent and continued to use the device. The device was passed down the scope and as the forceps were opened within the patient the needle detached. The physician left the needle inside the patient to pass naturally. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.